Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's relative that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The customer was at 32 mg/dl at the time of admission. The customer was given glucose to treat. The customer experienced symptoms such as going into a coma. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.